Event description:
The ablator tower was issuing an error prior to the patient entering the operating room. Two arthrex reps were notified of this. One even said they came earlier that morning to check the system, and everything was working. So, all was discussed with surgery center management, and the decision was to postpone case until everything was checked. The system was checked, and error was removed. As the case continued, and we went to use the system, the system started to show another error, causing a delay in surgery until replacement available. Two arthrex reps were notified of this occurrence, while one was in the or with the patient. Unsure of the details of the error - was reported that the display read "error". Manufacturer response for bipolar ablator, arthrex hd tower (per site reporter). Arthrex sent replacement unit.

Event description:
The ablator tower was issuing an error prior to the patient entering the or room. Two arthrex reps were notified of this. One even said they came earlier that morning to check the system, and everything was working. So, all was discussed with surgery center management, and the decision was to postpone case until everything was checked. The system was checked, and error was removed. As the case continued, and we went to use the system, the system started to show another error, causing a delay in surgery until replacement available. Two arthrex reps were notified of this occurrence, while one was in the or with the patient. Unsure of the details of the error - was reported that the display read "error". Manufacturer response for bipolar ablator, arthrex hd tower (per site reporter). Arthrex sent replacement unit.